Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿

Event description:
It was reported that intermittent losses of out of range issues occurred between the transmitter and pump. The customer experienced an elevated blood glucose level reported as "high"; although specific value was not provided. Reportedly, the pump and the transmitter were not in range of each other. Customer addressed bg with a correction bolus via pump. Reportedly, the customer was able to regain connection after bringing tx and pump within range, and continued to use pump for insulin therapy.